Manufacturer narrative:
(B)(4). A companion sample was returned to the plant for evaluation. The reported condition of "leaking" was confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in relation to the reported condition. The reported issue was caused by a lack of sealant during the manufacturing process.

Event description:
The customer reported to baxter an eva bag-500ml that was noticed to be leaking. The actual samples are not available for evaluation, however companion samples are available to be evaluated. No patient involvement/injury at the moment of this report. This is report 3 of 5.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.